Event description:
Per the clinic, the patient experienced a loss of benefit with device use; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed october 25, 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2013. (B)(4).